Manufacturer narrative:
Initial and final MDR 1903535 -MDR (B)(4) device 4 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2023, it was reported that the four infusion set was fell off during use. Patient's blood glucose at time of event was noticed - 200mg/dl. No further information available.